Manufacturer narrative:
The device was returned and evaluated following reports that it was submerged underwater for approximately five minutes and subsequently displayed restart alerts 53 and 54 before failing to power on despite charging indications. Inspection identified the display assembly disconnected from the housing, with rtv sealant cleanly separated from both the housing and display surfaces. This condition indicates a likely assembly issue in which primer was not applied prior to rtv application, resulting in inadequate bonding. The separation allowed water ingress consistent with the patient¿s report, leading to device malfunction and loss of functionality. This supplemental MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet pump was submerged in water for approximately five minutes, after which the device displayed restart codes 53 and 54, repeatedly restarted, and ultimately failed to power on despite a solid green charging indicator. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery with reliance on cgm only and the need for device replacement. Investigation included review of device error history and user report, evaluation of product performance against specifications, and planning for return analysis. Investigation of this case revealed evidence of liquid ingress with subsequent electronics malfunction consistent with cap touch communication failure and crystal cross-check fault. It was concluded that the device experienced damage due to water exposure, resulting in loss of function.